Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering placed the instrument on an in-house system with the tip cover, and no smoke and bubbling was observed. The tip cover was returned with the instrument and no fitting issue was found. Engineering also found pad printing removed at multiple locations on the tube extension.

Event description:
It was reported that during a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument smoke and bubbling was noted under the tip cover at the proximal end. The tip cover was removed and replaced and the procedure was continued without further occurrence. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.